Manufacturer narrative:
The complaint device was not returned for evaluation and remains in-situ. Work order (B)(4) was reviewed and appears complete and correct. Manufacturing procedures state: "most common types of information sheets will have a template but for the types of grafts that do not, an existing information sheet can be used for the basis of creating a new one. Delete any information within the document that is not associated with the new information sheet. This would include renaming the title of the document, changing the patient identifier, the lot number (the work order number), the images themselves and the details of the sheath used. For both zfen-p and custom made device information sheets, type in the new patient identifier and lot number and save it under the sub-folder according to its device type and lot number". "For standard and cmd fenestrated grafts there are to be images depicting the following taken: (c) all scallops, fenestrations and sidebranches". The device IFU states: "prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient". "The fenestration and/or scallop locations are individualized to the patient anatomy based on measurements from high resolution pre-operative CT imaging. Refer to the planning and sizing sheet for information regarding how these locations are determined". "Verify from pre-implant planning that the correct device has been selected". The root cause of this event is related to documentation error. The information sheet sent with the device contains a typographical error. The relevant personnel were notified about this complaint and training was conducted. The complaint device was not returned for evaluation and remains in-situ. Work order (B)(4) was reviewed and appears complete and correct. Manufacturing procedures state: "most common types of information sheets will have a template but for the types of grafts that do not, an existing information sheet can be used for the basis of creating a new one. Delete any information within the document that is not associated with the new information sheet. This would include renaming the title of the document, changing the patient identifier, the lot number (the work order number), the images themselves and the details of the sheath used. For both zfen-p and custom made device information sheets, type in the new patient identifier and lot number and save it under the sub-folder according to its device type and lot number". "For standard and cmd fenestrated grafts there are to be images depicting the following taken: (c) all scallops, fenestrations and sidebranches". The device IFU states: "prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient". "The fenestration and/or scallop locations are individualized to the patient anatomy based on measurements from high resolution pre-operative CT imaging. Refer to the planning and sizing sheet for information regarding how these locations are determined". "Verify from pre-implant planning that the correct device has been selected". The root cause of this event is related to documentation error. The information sheet sent with the device contains a typographical error. The relevant personnel were notified about this complaint and training was conducted.

Event description:
The graft was ordered and correctly built with a scallop at 11:15. The form indicates the scallop is at 1:15. The implanting team was sure it was just a typo however it caused serious concern and distraction preceding implantation of the device. The implanting team could tell by the photos that the device had been built correctly, and the surgeon was highly experienced with zenith fen/branch devices.

Event description:
The graft was ordered and correctly built with a scallop at 11:15. The form indicates the scallop is at 1:15. The implanting team was sure it was just a typo however it caused serious concern and distraction preceding implantation of the device. The implanting team could tell by the photos that the device had been built correctly, and the surgeon was highly experienced with zenith fen/branch devices.